Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as open and bleeding blisters under the back te pads and mesh. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed mometasone for the blisters. Follow up indicated that the blisters improved.